Event description:
It was reported that high capture threshold due to dislodgement was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.